Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had experienced discrepancies between sensor and blood glucose levels. The caller also stated that the customer recently had a blood glucose level of 400 mg/dl and a sensor glucose level of 70 mg/dl. Troubleshooting was declined, and the insulin pump was not replaced or returned for analysis.